Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact. The keypad buttons responded to button presses as expected. The reported incident was not duplicated during investigation. Unrelated to the complaint, the pump case was found to be cracked between the display and the ok button symbol. Also unrelated to the complaint, the display was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The up, down and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.